Manufacturer narrative:
Correction on h.10 on smdr#1. Report number 2028159-2015-09350. The root cause for the customer's report could not be determined as a sample was "not" returned for evaluation. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe did not cut during a vitreoretinal eye surgery. The procedure could not be completed as the hospital did not have a back up probe. Additional information was requested for this event. Upon follow up it was informed that the surgery would be performed at a later date. There was no patient harm associated with the event. The reporter informed that a product sample is not available for evaluation.

Manufacturer narrative:
There was no product sample returned for evaluation.a device history record review indicated that the product was released according the manufacturer's acceptance criteria.the root cause for the customer's report could not be determined as a sample was returned for evaluation.(B)(4)